Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "peritoneal fluid leak" observed from the transfer set. The location of the leak was not reported. The patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with vancomycin and amikacin (dose, route, frequency were not reported). Patient outcome was not reported, however the patient remained in the hospital. One day after hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Additional information: h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.